Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has been received for analysis. The coil was inspected and it was found stretched, kinked and with blood in the fibers. The zap tip shape and surface of the coil was microscopically examined and no damage was noted. The interlocking arm of the coil was found broken. The coil dimensions that could be measured were found to be in specification. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
It was reported that a coil detachment occurred. The target lesion was located in the mildly tortuous abdomen artery. A 6mm x 20cm interlock¿-35 was selected for use. During the procedure, the coil was attempted to be deployed through intermittent flushing; however, the coil became stuck in the middle of the non-bsc microcatheter. The physician attempted to remove the coil; however, the interlocking arm of the delivery wire became partially detached. The coil was then pulled back and was retrieved. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was fine.